Event description:
Rn was removing a 12 fr bard foley when the catheter became stuck at the end of the patient's urethra. The foley would not advance or withdraw. They tried to cut the foley and remove it without success. A surgeon was called to the bedside. He was able to surgically remove the catheter. Upon removal it was noted that the balloon had folded on itself leaving a hard ring around the balloon. No blood was noted in urine after removal and no painful urination was noted.